Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: product performance data was collected, analyzed and a critical random access memory parity error ocurred on (B)(6) 2012 which triggered an alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).